Event description:
It was reported that: "targeter was broken after being aggressively struck with a mallet by the surgeon in an off-label manner."

Manufacturer narrative:
It is not known at this time, if the device is available for evaluation. If additional information is received, it will be provided on a supplemental report.